Event description:
It was reported that a 11mm gemini basket was used during the procedure. Reportedly the forceps broke. No further information was reported.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2026 based on the date the manufacturer became aware of the event. Block h6: device code a0401 captures the reportable event of basket wire break. Block h11: investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review was completed, and it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event basket wire break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Additionally, without a proper evaluation of the device or objective evidence, it remains unknown the most probable causes that could have contributed to the event. Based on a thorough review of the reported information, an investigation conclusion code of unable to exclude device problem was assigned to this investigation.